Event description:
During a remote follow-up, post-paced t-wave over-sensing (pptwos) and fusion/psuedofusion were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.